Event description:
Through a clinic survey, a patient reported that they discontinued peritoneal dialysis (pd) due to a hydrocele. During follow up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was reported the patient presented to the emergency room in (B)(6) 2021 with pain and swelling of their scrotum (unknown if onset of pain occurred during treatment). Radiological studies diagnosed a hydrocele, and further testing determined dialysate was being pushed into the patient¿s scrotum. The patient was transitioned to hemodialysis (hd) permanently while admitted as the hydrocele could not be repaired (rationale not provided). The patient was hoping to return to pd; however, they were unable and continues to undergo outpatient hd therapy. The patient¿s scrotum swelling has resolved, and they have recovered from the events. The pdrn reported the patient¿s progress note indicated the patient¿s scrotal swelling was corrected through elevation over time. The hydrocele was reported as a congenital defect and was not caused by a fresenius device(s) and/or product(s); however, the intraperitoneal pressure caused by continuous cycling peritoneal dialysis (ccpd) therapy revealed the hydrocele existed.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of a hydrocele, which required elevation of the scrotum, hospitalization, and transition to hd therapy. Per the pdrn, the events were not caused by a fresenius product(s) or device(s), rather it is attributed to the patient¿s anatomy and the increased intraabdominal pressure created during therapy. However, given the actual discovery of the congenital defect and confirmation of the presence of dialysate in the scrotum, the liberty select cycler cannot be disassociated from having a contributory role in the serious adverse events. Scrotal edema (hydrocele) is a known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate existing weaknesses in the supporting abdominal wall structures. Additionally, dialysis leakage is a common problem in pd patients, and can manifest as genital edema or hydrocele. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.